Event description:
It was reported that during photoselective vaporization of prostate, the fiber tip broke. The procedure was successfully completed with a second fiber, without clinical consequences to patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber tip break is confirmed as visual examination identified that the quartz tip was detached/separated. It is probable that heavy tissue contact of probing contributed to elevated temperatures near the laser beam output window, leading to the quartz tip detachment/separation. The interaction between the user and device caused or contributed to the observed fiber damage and reported event. According to the instructions for use (IFU), continuous elevated temperatures caused by inadvertent tissue contact, probing or bending at sharp edges can lead to fiber damage, including tip detachment/separation. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the quartz tip was detached and not returned with the fiber. The fiber was functionally tested with helium neon (hene) laser fixture. The testing conducted did not identify any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states, do not bury the tip in tissue. Do not retract or probe tissue with the device. Do not bend at sharp angles. If using a deflecting mechanism, do not attempt to remove the greenlight fiber while the bridge is deflected. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. Reuse or misuse of a greenlight fiber will result in an increased potential for damage to the greenlight fiber and ancillary equipment, i.e., cystoscopes. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during photoselective vaporization of prostate, the fiber tip broke after 9 minutes and 42,238 joules of use. The procedure was successfully completed with a second fiber, without clinical consequences to patient.

Event description:
It was reported that during photoselective vaporization of prostate, the fiber tip broke after 9 minutes and 42,238 joules of use. The procedure was successfully completed with a second fiber, without clinical consequences to patient.